Event description:
His oxygen concentrator was replaced. Within 30 min had burning in the lungs and developed a migraine. Was hurting to breath in both lungs. He noticed that there was white powder in the machine. The next day he had body aches and joint pains. Had issues with joint pain and swelling with redness.